Event description:
On 08-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector and was noticed excess of glue where tubing is joined on the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported couple of infusion sets failures in the last couple of weeks from the day of this report. For the first event, he stated that his infusion set's tubing had detached from the set while he was wearing it which led to increased blood glucose levels of greater than 400 mg/dl. Further, the pump alarmed with a delivery failure (insulin flow blocked alarm), so he changed the set which resolved the issue. Moreover, the alarm did not occur during fill tubing. However, for the other event, the infusion set's tubing had detached from the quick release at site connector and the infusion was used for only three hours. The site location was at patient's left or right buttock and the pump was 3 inches above the site location. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported couple of infusion sets failures in the last couple of weeks from the day of this report. For the first event, he stated that his infusion set's tubing had detached from the set while he was wearing it which led to increased blood glucose levels of greater than 400 mg/dl. Further, the pump alarmed with a delivery failure (insulin flow blocked alarm), so he changed the set which resolved the issue. Moreover, the alarm did not occur during fill tubing. However, for the other event, the infusion set's tubing had detached from the quick release at site connector and the infusion was used for only three hours. The site location was at patient's left or right buttock and the pump was 3 inches above the site location. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.